Manufacturer narrative:
(B)(4). Date sent: 5/12/2021. Additional information was requested, and the following was obtained: what anatomical structure was white reload used? Bleeding from jejunal stump of the video bypass roux-en-y. Were there any issues with staple form intraoperatively? Does the surgeon routinely wait 15 seconds prior to firing? Yes, he is a surgeon that knows our device for a long time. Where was the site of the post-operative bleeding? Yes. How was the bleeding addressed? What is the current patient status? No everything is fine.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structure was white reload used? Were there any issues with staple form intraoperatively? Does the surgeon routinely wait 15 seconds prior to firing? Where was the site of the post-operative bleeding? How was the bleeding addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was bleeding from jejunal stump of the video bypass roux-en-y . Post-surgical bleeding indicated by the drain. Patient is fine.